Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring device had an unknown failure. There was no patient impact.

Manufacturer narrative:
Analysis found that the touchscreen was scratched and damaged. Bezel was damaged. Housing was heavily damaged. Touchscreen pcba failed. Knob pcba was damaged and 2 stim knobs missing. If information is provided in the future, a supplemental report will be issued.